Event description:
Generator analysis approved and reviewed due to component detachment reported in manufacturing report number 1644487-2018-01884. Upon reviewing the internal generator data, high impedance was identified while the patient's device was still implanted. Impedance was resolved after this and all further impedance timestamps were within normal limits. No additional relevant information regarding the patient's high impedance event has been received to date.